Event description:
It was reported patient presents high impedances and fractured leads after a fall; lead revision took place (B)(6) 2023, paddle was successfully replaced, therapy was restored post-op and surgery went well with no issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.